Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2004, this pt was implanted with four gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2008, f/u computed tomography angiography (cta) showed no aneurysm enlargement or endoleak. On (B)(6) 2009, cta showed a type ib endoleak at the distal end of the right common iliac limb. It was reported no aneurysm enlargement was identified. On (B)(6) 2009, it was reported the pt underwent an intervention to treat a distal type I endoleak. An aortic extender component was implanted intentionally covering the right internal iliac artery to repair the distal type ib endoleak. Next, two iliac extender components were implanted to realign the right iliac limb from the flow divider down to the external iliac artery. Final angiography showed resolution of the endoleak; however, ulceration and dissection of the distal right external iliac artery was identified. The physician reported it is unk what caused the ulceration and dissection. An additional contralateral leg component was implanted to cover the area of ulceration and dissection, and final angiography showed resolution of the ulceration and dissection. The pt tolerated the procedure. F/u ctas taken on (B)(6) 2010 showed no aneurysm enlargement or evidence of endoleak.